Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/29/2025, a sales representative reported via phone that a patient developed an infection after undergoing a pectoralis major procedure on (B)(6) 2025 where an ar-2269 implant delivery system was utilized. Additional information was provided on 07/29/2025 where the sales representative stated this occurred 8 days post op on (B)(6) 2025 infection discovered. The infection being treated, and the patient is recovering.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to a patient-specific event.